Event description:
It was reported that the cup inserter would not assemble with the cup, leading the surgeon to place the cup by simply holding it to the acetabulum. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Report source: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified nicks and scuffing in the poly. Small nicks and dings are present throughout the entire device. The middle pin and tabs actuate freely without seizing or excessive drag. No major damage was observed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.